Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and other spasticity. It was reported that the patient was sick and in the hospital, and the pump had been empty for about 50 days. The pump alarm was going off and when the hcp interrogated the pump he noticed service codes 235 and 236 for low and empty reservoir. The event date was on (B)(6) 2019. The patient did not experience withdrawal or increased spasticity and had been on a very low dose. The hcp inquired which type of saline to use in the pump. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2019. It was reported that the sickness and hospitalization was not thought to be related to the device or therapy. The empty pump was resolved. The patient¿s weight was reported. There were no further complications reported/anticipated.